Event description:
The dealer stated the pilot valve and the switch is not working. No injury or property damage was reported. No additional patient information was provided, no additional product usage detail was provided.